Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor, moisture damage was also found on the motor and on the keypad traces. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No moisture damage was found on the electronic stack noted. The insulin pump was monitored for twenty four hours; no blank display noted also, all of the buttons functioned properly. All operating currents are within specification and passed displacement test, self-test, off no power test, rewind and basic occlusion test. No unexpected low battery or off no power alarms noted. No isolation tape damage was noted on the lcd board. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's esc and act buttons were unresponsive. The insulin pump had a blank display. He inserted a new battery but nothing was working. The customer was calling back after receiving a new battery cap. Customer's blood glucose level was 187 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.